Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient was given the surgery of cranioplasty on an unknown date. When the patient came back to re-check, it was discovered that the mess was broken. There is no schedule made for revision surgery. The patient is stable now. Concomitant device reported: unknown matrixneuro screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) 4.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the breakage of the mesh-plate could be confirmed according the received x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.